Manufacturer narrative:
Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation with lens dislocation/subluxation. In a separate visit the lens was repositioned. In a third visit the lens was exchanged for a longer length lens. The problem was resolved. Cause of the event was reported as unknown. No additional similar complaint types were within associated lots were found. Per the medical review this claim is deemed as serious with unknown device causality. This issue will continue to be tracked and trended as part of the normal dsc meetings and CAPA monitoring. If a significant trend is identified, then the issue will be escalated for further action.

Manufacturer narrative:
E1 (B)(6). E2 yes. E3 physician. H3 - type of investigation code: 10- device evaluation: the lens was returned in liquid within a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be outside of original values. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found.

Manufacturer narrative:
Additional information: h6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d9 in supplemental MDR# 1 should include date 03-feb-2025. H2 in supplemental MDR#1 should also indicate device evaluation. Claim# (B)(4).